Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t start up. Review of the system log file confirmed the malfunction. Upon troubleshooting, fse found that the host pc software crashed. To resolve this issue, fse checked and reloaded the ghost software for the host pc. After that, the system was booting properly, and system was returned to use in good working order. The codes were updated based on investigation outcome.